Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a pericardial effusion occurred. A patient underwent a successful left atrial appendage (laa) closure procedure and was discharged home the following morning. The patient was not on antiplatelet drugs after the procedure. Three weeks later the patient arrived at the emergency room with dyspnea and had a pericardial effusion with cardiac tamponade. A pericardial window procedure was performed to treat the pericardial effusion. The patient was fine after the procedure and is back home.